Event description:
The customer reported that during a procedure and rotation, there was a loss of control of the unit which seemed to be lose power. The procedure was completed with a different unit. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables were checked and there were no loose connections. The system was tested and found to be working as intended and put back into service.